Event description:
Customer alleges that a two-day pump filled with 270 cc's emptied within 26 hrs. It was reported that the pt experienced some toxicity symptoms, so the pump was removed. The pt's symptoms dissipated within one hr and no further treatment was required.